Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Hospital reported they believe the lot # is defective and do not want to use for patient care. 9 related complaints: (B)(4).

Event description:
The hospital reported that vasoview hemopro 2 lot number 3000353455 should not be used based on two prior issues with intermittent continuity. This device was not opened or used on patient.

Manufacturer narrative:
Updated sections: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h10. The devices were returned for evaluation on 05/03/2024. An investigation was conducted on 05/13/2024. Customer experienced intermittent energy/cautery while using the vh-4000 with lot# 3000353455 and reported onetrack (B)(6) and (B)(6) for failure mode ¿intermittent continuity¿. Ten (10) additional unused devices were returned to getinge for evaluation. Although no adverse events were reported for these devices, they were evaluated for failure mode ¿intermittent continuity¿. For each of the ten (10) devices, a visual inspection was conducted. No signs of clinical usage and no evidence of blood was observed due to the devices being returned in a sealed product box. The device packaging was opened to perform the investigation. There were no visual defects observed on any of the returned harvesting devices, cannula, and the accessories. An electrical evaluation was conducted on each device. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The devices passed the pre-cautery test; they produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed five (5) times over ten (10) minutes. The devices shut off after the period of sustained activation and reactivated after ten (10)-second cooling period with no incident each time. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(6) rev w. The resistance value of each device (tw (B)(4)) was measured at .69, .67,.67, .67 .69,.68, .68, .67,.68, .68 ohms, respectively, which is within specification. The devices passed the temperature measurements test. The displayed temperature increased and turned green within the two (2) second specified timeframe for each device. The displayed temperature decreased once the toggle swivel was released. Based on the investigation results, returned condition of the devices, and the no specific failure reported, there were no defects observed with the devices. The lot # 3000353455 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.